Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The calibration and quality control data were reviewed and found to be within the expected ranges. Alarm traces indicated abnormal sample aspiration events, but these were not deemed to have impacted the results. The negative result obtained with the elecsys anti-hcv ii assay was confirmed by immunoblot testing using the inno-lia hcv score assay. The positive results obtained with the diasorin and abbott systems were assessed as most likely false positives. No sample material was provided for further investigation. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a possible false negative result for the elecsys anti-hcv ii assay on the cobas e 601 module for one patient sample. On (B)(6) 2020, the sample was tested on the cobas e 601 module and generated a non-reactive result of 0.045 coi. On (B)(6) 2020, the same sample was tested on the diasorin liaison and abbott systems, yielding reactive results of 1.2 coi and 4.26 coi, respectively. On (B)(6) 2020, a new sample from the same patient was tested on the cobas e 601 module and generated a non-reactive result of 0.042 coi. On (B)(6) 2020, the new sample was tested on the diasorin liaison, yielding a reactive result of 2.2 coi, and on the cobas e 801 module at another laboratory, yielding a non-reactive result of 0.0533 coi. On (B)(6) 2020, confirmatory testing using the inno-lia hcv score immunoblot assay from fujirebio europe produced a negative result. The discrepant non-reactive result was not reported outside of the laboratory.